Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site name noted is (B)(6). A getinge field service engineer (fse) was dispatched to the customer's site to investigate the reported issue. The customer reported that the iabp went into system fault with a with maintenance fault # 14. The fse found that maintenance fault code #14 was logged into the system, and the unit went into a constant alarm when the iabp was powered into the ui. The fse successfully ran a compressor output test and was able to boot back the unit into the user interface. The fse ran the pump at 130 beats and it ran fine. However, the unit seemed to struggle to maintain iab amplitude (multiple code #77 in the logs). To fix this issue, the fse replaced the compressor assembly as per the "code #14" instructions in the service instructions. The fse completed a full calibration and functionality check. All tests passed to factory specifications. The iabp was returned to clinical service upon completion.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) generated a iab catheter message and had an auto fill failure. No patient was involved during this event. No adverse event was reported.